Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen unreadable. Reportedly, the screen was blank but had a backlit display. The customer reported that no graphics on the screen were visible. The customer's blood glucose level was 215 mg/dl. The customer confirmed that an alternate method of insulin delivery was available.